Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a revision of the right acetabular with a competitor cup and liner. The head was replaced with a 28mm + 15 cocr head in a 40mm/28mm bipolar. There was a previous MDR done at the time of revision. Today this patient wound is red and draining. Surgeon decided to change to a competitor constrained liner and a 36mm+11 14/16 head. The wound was debrided and irrigated well and closed. Infection is present in this wound. No other information is available.  Doi: (B)(6) 2018; dor; (B)(6) 2018; right hip.